Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/1/2012 and was last repaired on 1/10/2013 for a similar issue. Evaluation of the device observed ratchet gear was confirmed to be stuck onto the roller. Additionally, the comb tines were flattened and nicked. The device was outside of calibration specification prior to repair. Repair of the device included replacement of the ratchet gear, roller, and comb. Improper handling by the customer most likely was the cause for the damage to the ratchet gear and roller, which most likely cause the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher ratchet handle was broken. There was no patient harm or delay reported, and the procedure was completed with an alternate device.